Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) failed drive manifold leak test during pm. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. Corrected field : d5. The fse replaced the helium reservoir assembly (d997-00-0565) to address the issue. Following the repair, the unit underwent functional testing and safety checks in accordance with factory specifications. All tests were passed, and the unit was returned to the customer. Failure analysis and testing dept fat wayne nj ar 7 apr 2026. The failure analysis and testing dept received part number 0997000565 with a reported unit failure of a failed leak test. The fat performed a visual inspection and found the part to be in good condition the fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070000639 revision r no failure confirmed. Retaining the part in the failure analysis and testing department per procedure number 000207d008 rev av.

Event description:
N/a.